Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak, clear passage, and clamp function testing; no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked; further described as "did not function". It was further reported there was no more flow through the set and "drops of fluid were running down the roller clamp". This occurred during patient use of the device for peritoneal dialysis therapy. The transfer set was in use a couple months; however, the set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.